Event description:
The nurse mgr alleged the p645 light caught fire and had to be put out with a fire extinguisher. This was an older unit and the customer was unable to determine the age of the device. No injury reported.

Manufacturer narrative:
According to the hill-rom field investigation, the fire appeared to have originated near the left socket where flourescent tube connects. The damage to the lamp holder is likely due to improper installation of the fluorescent bulbs. Being that this would occur on all types (used in a medical environment or non medical environments) of fluorescent lighting fixtures and not isolated to only one type, hill-rom has informed its customer base to ensure proper installation of bulbs into fixturing. Report 1836145-02/27/2002-004 c was sent to the detroit district office.